Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction did not recur. The customer understood the instructions and continued to use the pump, with guidance to contact support again if the issue reappeared.